Event description:
It was additionally reported that the patient ultimately underwent transplant. The outcome was considered device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was further reported that there were no changes to patient condition or anticoagulation status that may have contributed. No images were provided. The patient remained stable and next steps were being discussed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the report of the rotor not being able to keep the fixed speed resulting in multiple alarms. Although a specific cause for the log file findings could not be conclusively determined, based on previous complaint experience, this type of behavior may be consistent with a foreign material, such as thrombus being ingested into the pump. Further, thrombus could not be confirmed as no product was returned, and no computed tomography images were provided for review. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted log files collectively contained events and data from 19jan2026 to 29jan2026. On 16jan2026 at 12:31:52 through 29jan2026 at 14:09:49, decreases in pump speed to as low as 0 revolutions per minute (rpm) along with elevations in pump power and flow up to 24.0 watts and 12.0 lpm, respectively, were captured with pi dropping to as low as 0.0. These events were associated with low speed hazard and low flow hazard alarms. On 29jan2026 at 14:08:25, the driveline was disconnected followed by the disconnection of both power cables approximately 74 seconds later. The pump appears to have been connected to another system controller on 29jan2026 at 14:13:46, likely due to troubleshooting. The driveline was, then, disconnected once more on 29jan2026 at 14:15:33. Following reconnection of the driveline, the pump appeared to ramp up to the fixed speed without issue. No other notable alarms or events were captured. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further events reported at this time. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU, rev. A and the heartmate ii patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis, that may be associated with the use of the heartmate ii lvas. Section 6 of the IFU, "patient care and management," provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 6 also lists thromboembolism as a potential late postimplant complication and outlines indications of pump thrombosis, as well as how to respond to such events. Section 6, under "anticoagulation", also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient came to emergency department and reported about alarms on their system controller and a strange feeling in their chest. Log file analysis showed short periods where the rotor was not able to keep the set speed. According to the information in the log file the short stops could have been caused by something blocking the rotor. International normalized ratio (inr) of the patient was 2.9.

Manufacturer narrative:
Section e: reporter establishment name: (B)(6). Reporter email: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.